Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump, specifically that the insulin pump did not turn on and a crack was found on the back of the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including confirming the physical damage, verifying the location of the crack, assessing the impact on functionality, and advising the customer to discontinue pump use, revert to backup plan, record pump settings or upload to carelink, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube and original battery cap missing battery cap contacts. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation and no blank display noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 20:20:00 after more than 7 days at 30.95 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Unit passed active current measurement test and sleep current measurement test, however, unit failed self test. After backlight test during self-test, pump displayed pump error 75. Additionally, after multiple battery reinsertions, repeated pump errors 68, 48, and 23 were displayed with date and time reset. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, corrosion was found on internal battery and on battery tube harness, causing the pump error anomalies. The following cosmetic damages were noted: missing display window/cover, label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of blank display were not confirmed when unit powered on successfully. However, upon multiple battery reinsertions, repeated pump errors 68, 48, and 23 were noted. Additionally, unit failed self-test after pump error 75 was noted after backlight testing. Pump error anomalies were due to corrosion noted on internal battery and battery tube harness. Isolate to electronic assembly. However, customer allegations with cracks on the back of pump were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.